Event description:
A customer reported a problem with a black display on their device, impacting their ability to interact with it and read the screen. There was no information provided about any adverse impact on the customer¿s blood glucose level. Technical support decided to replace the faulty pump and confirmed the shipping address for the replacement. They instructed the customer on how to place the pump into storage mode and return it using a pre-paid label within ten days, which the customer acknowledged. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.